Event description:
Allegedly, patient was revised due to loosening stem / infection srnjr number: (B)(6). Side: r gender: m.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.